Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's right ventricular lead exhibited multiple episodes of lead noise. The noise could not be reproduced in clinic. The patient was stable and the lead would be monitored.